Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the dii controller read error messages that said "short circuit detected" and also emitted electrical smoke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found no issues. A functional evaluation revealed a short circuit detected error message upon plugging unit in. Further evaluation revealed a burnt resistor. No burning smell noted during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of a short-circuit was confirmed, and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the motor controller pcb. Please refer to the dyonics power ii control system operations/service manual for recommendations on proper cleaning and sterilization processes. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.